Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
¿The hospital has reported that ¿there were a foreign material, similar to a gel, that were found on the needles as well as in the needle caps¿.

Manufacturer narrative:
(B)(4) follow up for device evaluation gelatinous deposits were reported on the product. To support the investigation, one sample¿received without its packaging blister¿was submitted for evaluation by the quality team. A visual inspection was conducted using 30x magnification. The needle exhibited visible lubricant, and no additional defects or imperfections were observed. This condition may occur if a jam arises during the lubrication application process. A device history record (DHR) review was completed for material number 305211, lot 4064631. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the lubrication application process confirmed that the settings were correct, and product flow was consistent. Based on the investigation and analysis of the returned sample, the reported symptom has been confirmed.

Event description:
No patient involvement.